Event description:
The pt tested at 169mg/dl on the device, 163mg/dl on an add'l professional device and 76mg/dl on a lab. All samples were drawn at the same time. Caller also states that pt tested 67mg/dl on a lab and 144mg/dl 2 minute later on the device. Another comparison read 68mg/dl on the lab and 157mg/dl on the device within 8 minutes. No treatment provided. Quality controls were used and reportedly within acceptable limits. Requested return of suspect device and replacement was sent.